Event description:
The pt underwent a number of procedures including a colostomy take-down and incisional hermiorrhaphy. The skin in and around the operative field was first prepped with betadine. The operating room was equipped with two surgical lights which were augmented by a fiber optic headlight. The operative field was not draped during the initial phase of the surgery. Approximately one hour into the 4.5 hour procedure, the pt's right buttock was found to be red. A sterile blue towel was used to cover the affected area after this point.

Manufacturer narrative:
Pt had betadine sensitivity, which is common in pediatric pts, and frequently contributes to, or causes, skin burns. This was consistent with comments made by the user facility.